Event description:
The complaintant reported that during a therapeutic cbd stone extraction the stone was captured but was unable to be crushed due to the hard consistency.the tip at the end of the basket did not release and the wire,near the handle broke. It was necessary to cut the sheath and with the aid of a "smashing device" the tip of the basket was released and the basket was removed.the procedure was completed and the condition of the patient was reported as okay.